Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 12-apr-2023. H6: investigation summary: two samples (model #me2020, lot #22129152) were returned by the customer. It was reported by the customer that the nurse was unable to flush/prime new tubing. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a 10ml bd syringe, and attempted to be flushed with water. Both samples were unable to be flushed. The samples were further examined under magnification where occlusions can be observed. In one set, the occlusion was observed near the top connector. In the other set, the occlusion was observed at the bottom connector. The customer complaint can be verified in these samples. A quality notification was sent to the manufacturer. The manufacturer was able to confirm the failure. Further investigation indicates that the possible root cause is the omission of use of air fixture during the manufacturing process. A quality alert was generated on 08aug2023 to communicate and reinforce the use of the air fixture in the collaborates involved in the assembly process. A device history record review for model me2020 lot number 22129152 was performed. There was a quality notification issued for the failure mode reported by the customer during the production build of this set for lot number 22129152 as notification ID #(B)(4) on 13dec2022.

Event description:
It was reported while using bd maxguard extension set microbore slide clamp(s) there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: no patient harm, slight delay in treatment as they had to go through several packs to find one that functioned. Issue, nurse unable to flush/prime new tubing, made sure tubing was not clamped and the end cap was off, a second package was opened and again unable to flush or prime.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxguard extension set microbore slide clamp(s) there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: no patient harm, slight delay in treatment as they had to go through several packs to find one that functioned. Issue, nurse unable to flush/prime new tubing, made sure tubing was not clamped and the end cap was off, a second package was opened and again unable to flush or prime.